Event description:
Info received indicates the head of the bed is not going down.

Manufacturer narrative:
The technician isolated the issue to the gas spring. He replaced the gas spring to repair the bed.